Manufacturer narrative:
Initial and final MDR (B)(4) MDR - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026 due to occlusion issues. The blood glucose level was high, and the patient was treated with a correction bolus via pump. No further information available.